Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a threshold test with this cardiac resynchronization therapy defibrillator (crt-d) telemetry was lost and the health care provided (hcp) could not stop the test. This patient was device dependant and became symptomatic. It is unclear the length that asystole occurred. The hcp reported that while in their new clinic location there have been a lot of radio frequency problems and inquired of a site survey. Technical services discussed rf features, use, and troubleshooting in particular situations.